Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number are not provided / unknown.

Event description:
Doctor reports that the iunihg screw fractured.

Manufacturer narrative:
This report is being submitted to relay additional information. The customer confirmed that this event has already been reported under 0001038806-2020-01270. This event no longer meets reportability requirements. No further medwatch report will be submitted for this event.

Event description:
No additional or corrected information to report.